Event description:
Philips received a complaint on an intellivue mx750 patient monitor that the pacemaker spiker was not showing. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoked with the customer biomed confirmed that the user stated that the monitor's arrythmia algorithm in not identifying/classifying the ECG atrial paced beats correctly! Unable to see the pacer spikes. The rse did some troubleshooting with the biomed and explained that the monitors arrythmia algorithm documents: the star algorithm classifies detected pace pulses as atrial and/or ventricular by establishing a search window prior to the qrs complex. Then, as pace pulses are seen in the search window, their distances from the beat are tracked. The location of the pace pulses in the search window determines whether it is atrial, ventricular, biventricular, atrial/ventricular (av), or atrial/biventricular (a/biv). Pacer spikes are label if a beat follows the spike. Instructed the user to enter the patient's ECG analysis menu, change analysis mode to 'single lead" and then cycle through each lead to ensure the monitor's algorithm is labeling ( beat label) and classifying the ECG rhythms correctly. The customer confirmed that the ECG leads were showing correct readings after following the instructions from the rse. Based on the results of the analysis, the product malfunction was unable to be confirmed. The rse provided the biomed with instructions to further troubleshot the ECG signal if the issues happens again. The cause was not determined. A review of the service history for this device shows there have been no additional issues reported related to this device.